Event description:
Neo-v cath 2.0fr broke during insertion by neonatologist. Sheared catheter and portion of catheter remained in pt requiring surgical intervention to remove catheter sheared during splitting of the needle.